Event description:
Rcts was called to look at this ventilator, where upon it was found that the unit was delivering 18cm h20 peep instead of the prescribed 8cm h20. The pt was having retractions and also having difficulty cycling the ventilator. The pt was bagged while the ventilator was swapped out with an identical unit. After changing ventilators, the pt stopped retracting, relaxed, and had no more difficulty cycling the ventilator. It was reported that the pt was injured.